Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5097998) that a female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile on both sides and ongoing numerous illnesses postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following: - patient age at the time of event was 42. Hence, field a2 has been updated on this form. - patient experienced generalized illness symptoms including rash, heart palpitation, fatigue, headaches, sensitive ton noises, body odor, dry eyes, dry skin, muscle pain, joint pain, anxiety, food intolerance allergies, sensitive to light, brain fog, low libido, and scratchy throat - medical device problem code "migration" was added to field h6 to capture the breast skin/ tissue get stretched from the implants. Hence, " is product problem" has also been selected under field b1 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).